Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4: device identification/catalog no - correction. D4: device identification/serial no - additional information. D4: device identification/lot no - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information.

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge was performed and failed. Receiver boot was performed and failed. Internal visual inspection was performed and failed. The performance data was not reviewed as the logs could not be downloaded due to receiver moisture damage. The allegation was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an unexpected receiver shutdown occurred. It was indicated that the receiver was exposed to moisture, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).